Event description:
It is reported that the drill bit disengaged and had to be retrieved from the wound.

Manufacturer narrative:
Evaluation: no product was returned. It is alleged that the drill bit disengages and occasionally the shaft will unwind from the hub. The lot number was not provided so the device history records could not be pulled and reviewed for conformance. It is likely that the instrument failed due to (but not limited to), one of the following situations: excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, or low speed/high torque of operation. Without further surgical info, the exact cause can not be determined with certainty. The potential field age of the instrument is unk. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported to the problem. Based on the available info., the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.